Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s lamitrode lead had high impedance levels and therapy could not be delivered. In turn, surgical intervention took place on (B)(6) 2019 wherein the patient¿s lead was explanted and replaced. Therapy has been restored postop.